Event description:
It was reported that during preparation for a procedure, a pinhole was noticed in the balloon. While preparing a 3/5.8/120 blue max balloon catheter outside the pt, a balloon pinhole was discovered. The balloon catheter was discarded and another blue max balloon catheter was used to complete the procedure successfully. There were no reported pt complications.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).